Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 65% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel of below the knee, near the popliteal artery. A 5.0 x 150, 135cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured upon first inflation at 9 atmospheres. The device was removed, and the procedure was completed with another of the same product. There were no patient complications reported, and the patient's condition following the procedure was stable.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). The device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when deionized (di) water was observed to be leaking from a balloon pinhole located approximately 55mm proximal from the distal markerband. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 65% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel of below the knee, near the popliteal artery. A 5.0 x 150, 135 cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured upon first inflation at 9 atmospheres. The device was removed, and the procedure was completed with another of the same product. There were no patient complications reported, and the patient's condition following the procedure was stable.